Event description:
A report was received that the patient passed away due to a massive heart attack. No available information at this time.

Event description:
A report was received that the patient passed away due to a massive heart attack. No available information yet at this time.

Manufacturer narrative:
(B)(4). Additional information was received that the physician believed the patient's death was not device or procedure related.